Event description:
The customer reported that she was hospitalized twice due to low blood glucose levels. The first event was on (B)(6) 2011. The customer stated that she was asleep and forming at the mouth when she was found. The customer had also been getting motor error alarms. The customer stated that she had an MRI scan about (B)(6) ago. She said she did not wear the insulin pump during the scan, but it was in the same room. The second incident was on (B)(6) 2011. The customer was visiting her parents when she began feeling the effects of hypoglycemia. The customer ate two glucose tablets, but her blood glucose was still 25 mg/dl. The customer called the paramedics at that time. Unable to conduct the displacement test due to repeated motor error alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.